Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 23 years post implant of this annuloplasty ring, the valve was replaced with a bioprosthesis. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that there were no allegations against the ring or its function. If information is provided in the future, a supplemental report will be issued.